Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the 1st lpl. One day after the procedure patient suffered from elevated troponin post procedure. Cec adjudicated a target vessel mi occurred (1st lpl) and commented "cardiac enzymes falling prior to procedure, then significant rise post procedure". The patient recovered.